Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the right ventricular lead exhibited lead noise causing inhibition of pacing. The patient was scheduled for a lead revision. The physician suspected that the lead likely affected by subclavian crush. The lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events of noise and clavicle crush were confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found clavicle crush was noted damaging the lead body and ptfe liner of the inner coil at 30.5cm to 31.2 from the distal tip to the suture sleeve tie impression. The cause of the reported event of noise was isolated to the clavicle crush damaging the ptfe liner of the inner coil and the etfe cable coating of the one right ventricular cable.